Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's grandparent that their grandson, a fourteen-year-old male experienced high blood glucose level due to a bent cannula, which they tried to treat with a bolus via the pump and gatorade to flush out ketones. Further, his blood glucose went up whenever he eats a meal later into the evening even with food boluses being delivered but still experienced this for years. The infusion set had been used for less than two days. Consequently, on (B)(6) 2021, he was admitted in the hospital and was later admitted to the intensive care unit. His highest blood glucose level was 600 mg/dl and had high ketones, but his health care professional assessed it as not dangerous/ life threatening. During hospitalization, he was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, they stated that their grandson was in the hospital for 3 days total and was released on (B)(6) 2021 (approximately) from the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.